Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the device could not be screwed and never stimulated at the time of connecting the ventricular cable. A new device was used. The patient was stable.

Manufacturer narrative:
The reported inability to tighten the rv set screw and no output stimulus was confirmed in the laboratory. Visual inspection found both the right ventricle and right atrial setscrews to have been stripped by the user of the torque wrench. The setscrews had been tightened down into the connector ports blocking the leads from being fully inserted. As a result, the setscrews were unable to be tightened down on the leads preventing the device from transmitting pacing pulses to the patient.